Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
As reported, the implant of the web was not detached with a wdc as usual, the implant was pushed with a sofia and the pusher was pulled to attempt to detach the implant, but the implant was not detached. The web was withdrawn and removed from the patient. As there was no backup web of the same size (7mm), another web (6mm) was used to continue the procedure. Subsequently, the procedure was successfully completed. No patient harm was reported.